Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The fluid leaked from cassette. The patient reported receiving a drain complication and m31 air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d10, h3 a visual inspection of the returned cycler exterior showed no discrepancies. There were no visual indications of dried fluid within the cassette compartment. There were visual indication of particulates underneath the lower catch door post. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The accelerated stress test (ast) test was passed. During a simulated treatment setup, an ld13 (m37 patient pressure not constant warning) occurred. The pump a patient sensor was zeroed. A subsequent the simulated treatment pre-ast (15 min)-test treatment passed. After completing the simulated treatment, the patient sensor calibration check failed. The pump a patient sensor was not zeroed indicating a faulty patient sensor. The pump a patient sensor was replaced and simulated treatment was completed and the patient sensor remained zeroed following the end of the treatment test. The cycler underwent a mushroom head check and passed. An internal visual inspection of the cycler found visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) found; cycler identifying, disinfecting and disposition form marked fluid leak (B)(6) 2020 by return goods dept. Mushroom head check form 02/25/2020 passed. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.